Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for post dilation of a stent. The balloon was initially inflated up to the nominal pressure at 12mospheres. However, during the second inflation at 15 atmospheres for 2-3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.